Manufacturer narrative:
(B)(4). Analysis of the device found a reliability non-conformance of the pump motor with a gear train anomaly of corrosion and-or wear and-or lubrication. Analysis of the device also found a reliability non-conformance of the pump motor with a gear train anomaly of a stall due to shaft-bearing.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (25 mg/ml at 32.296 mg/day), prialt (12.3 mcg/ml at 15.89 mcg/day), dilaudid (25 mg/ml at 32.296 mg/day), and marcaine (5 mg/ml at 6.4592 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported a motor stall occurred and the pump was replaced. No symptoms were reported. No further information was provided. Follow-up was being conducted to obtain symptoms experienced related to the motor stall, troubleshooting performed, and cause of the motor stall. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).